Event description:
Hillrom received a report from stating that with use of nurse call, the code blue call button was not functional. The event occurred in the pacu and preop location and there was no allegation of patient injury or delay reported from this alleged incident. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported that with use of nurse call, the code blue call button was not functional. The event occurred in the pacu and preop location and there was no allegation of patient injury or delay reported from this alleged incident. The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides annunciation of these calls at both room locations and primary (dedicated) nurse call stations. The voalte nurse call system also has an option for secondary notifications calls to customer provided third party products (e.g., cell phones) where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an ¿add on¿ to their primary notifications, depending on their facility¿s design and needs. Technical support follow up determined that the customer found the uninterruptible power supply (ups) for the unit's network switch had been powered off. The customer's hospital it department had turned the ups back on and proper operation was confirmed. Evaluation of the system call reports confirmed a lost unit server alert was present on the nurse call system to alert staff of the downtime. No further investigation was needed by hillrom as it is documented that the issue was related to a power outage at the ups. Resolution occurred and the customer indicated to close the case. There was no injury or delay of care reported with this event. Based on the reported event of code blue call button not functional due to ups power outage, hillrom is reporting the event due to a non-functioning code blue call button is likely to cause or contribute to death or serious injury if it was to recur.